Event description:
The customer reported they were getting a blank display. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported they were getting a blank display. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was verified. The display assembly was found to be defective. Replacing the display assembly resolved the reported issue. The device passed testing and was returned to the customer.